Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information is available. (B)(4).

Event description:
A healthcare professional reported that system message was displayed during surgery indicating that the remote control battery should be changed. Surgery could not be completed. Despite several manipulations, system did not turn off. Additional information has been requested.